Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11223. It was reported that rotawire detachment occurred. The 70% stenosed 20 mm x 24 mm de novo, concentric target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A rotalink burr and a 330 cm rotawire¿ were selected for use. Upon introduction inside patient's body, it was noted that the tip of the rotawire had detached. A guidezilla was then used to remove the rotawire and burr from the patient's body. Procedure was completed using a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2017-11223. It was further reported that rotawire and burr were removed from the patient's body using a snare instead of a guidezilla.